Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead, the trial was abandoned. Post-operatively, the patient indicated having a headache, a blood patch was done, which resolved the issue.